Manufacturer narrative:
A partial lead with the pin measuring 6.4 cm was returned for analysis. Full breach insulation degradation was noted at 4.6cm from the connector pin. Surface cracking to outer insulation was noted in this location. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.